Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead became extrinsically distorted due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was found to have increased thresholds after placement, and when the physician attempted to reposition the lead the helix would not retract. A stiffer stylet and more rotations did ultimately get the helix to retract after more than 60 total turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.